Event description:
It was reported the epg (external pulse generator) had no rapid atrial output. It was further noted that the rapid delivery button was defective. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. However, analysis found that the upper case, high rate cover, lower case, battery drawer, one side bail cover and ring cover were broken, one side bail cover and hearwire contact block were contaminated and the main printed circuit board (pcb) and interconnect flex were out specification, the output was out of specification.